Manufacturer narrative:
(B)(4)

Event description:
It was reported that a transmitter failed error occurred on for transmitter serial number 8nn1na. However, a transmitter with unknown serial number was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window for transmitter serial number 8nn1na. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.